Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's wireless recharger (wr) was not connecting to the implant. Caller stated that the wr was showing the green light on the power button and confirmed that the wr was fully charged. Caller added that the wr would detect the implant but then start searching again. Caller also mentioned that they thought the implant may have moved as well due to the patient having the implant for so long. Agent reviewed general device use and had the caller connect the wr to the patient's implant. Caller confirmed that the wr was working fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported that it is unknown if the implant migrated and the cause is also unknown. Hcp reported that the patient will be seen on (B)(6) 2026. It is unknown if the issue is resolved.